Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was in emergency room due to hypoglycemia on (B)(6) 2020. The customer blood glucose level was 2.2 mmol/l at the time of hospitalization. The customer stated that the symptoms related to low blood glucose such as weakness, shaking, confusion and sweating. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was active. The customer was treated with insulin drip and glucose tablets. Customer did not allege pump was over delivering. Customer had performed self-test, displacement test and high pressure test and insulin pump passed all tests. The device will be returned for analysis.